Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received three (3) samples and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to fm becoming embedded during the injection molding start-up process. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes had foreign matter in them. The following information was provided by the initial reporter: "fm in tube".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received three (3) samples and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to fm becoming embedded during the injection molding start-up process. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes had foreign matter in them. The following information was provided by the initial reporter: "fm in tube".